Manufacturer narrative:
Concomitant medical products: d154awg ICD, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular pacing lead displayed high impedance. It was determined the lead would be replaced. No patient complications have been reported as a result of this event.